Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that the screw stopped countersink. Screw was damaged. Another screw was used to complete the procedure successfully.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported by the surgeon that the screw stopped countersink. Screw was damaged. Another screw was used to complete the procedure successfully.